Event description:
It was reported to boston scientific corporation, that the reservoir connector on the hydrothermablator (hta) console unit was used during a therapeutic hydrothermal ablation procedure. According to the complainant, 1.5 hours into the procedure, the display screen went blank. The physician attempted to restart the unit, but the display did not come back on. The procedure was completed with no complications to the patient; however, the failure extended the length of the case.

Manufacturer narrative:
A search of the field service records for this unit was conducted and no like complaints were found. There are currently no known incidences of assembly or refurbishment contributing to this failure mode. An evaluation of the returned device revealed that the display was not working. The lot number of the hydrothermablator console unit is not known; therefore, the device manufacture date and expiration date cannot be determined.